Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the original report was filed. The console was returned for investigation. After reviewing the imc logs, the issues with the automated impella controller (aic) not being able to detect the purge disc was confirmed. There were two instances of purge disc not detected alarms from the reported occurrence date. However, lt logs from the first occurrence of the purge disc not detected alarm showed that there was no purge pressure at all at the time of the purge disc not detected alarm. Rt logs from the second occurrence did not show any signs of purge pressure at the time of the purge disc not detected alarm wither. The console was tested after arriving. Upon visual inspection of the console, the purge retainer and flag seemed to be structurally sound. The flag had a normal range of motion and detected purge disc upon insertion. The suspect that the alarms were due to a use error. The root cause of the issue was use related.

Event description:
The user facility reported a 84-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella support with the automated impella controller (aic) had a purge disc not detected error. When the staff removed the purge disc and cassette, the issue reoccurred. They replaced the aic.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.